Event description:
Info received indicates the light caught fire at the lamp holders. No one was injured and the fire department was not called.

Manufacturer narrative:
The tech investigated and found the lamp holders on the left side were melted. The light is being returned to hill-rom for eval, but has not yet been received.